Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission no lens evaluation has been performed, as the product has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens, but fibers on lens surface. 13.5/+1.5/093 diopter. Initial (B)(6) 2016. (B)(4).